Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during initial implant of an right ventricular (rv) lead accurate measurements could not be obtained. When the physician attempted to reposition the lead the superior vena cava (svc) coil was observed to be "opened." The lead was removed and an alternate lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The exposed svc coil was distorted from stretching at the proximal end and medial section of the exposed svc coil. The exposed rv coil was distorted from stretching at the proximal end of the exposed rv coil. Based on analysis, the product had a performance issue due to operational context. If information is provided in the future, a supplemental report will be issued.